Event description:
On (B)(6) 2016, a 27 mm masters series valve was implanted. On (B)(6) 2017, the patient presented to the emergency room and one of the valve leaflets was confirmed to be stuck. The patient's inr maintained was 2. During explant, extensive pannus was observed. A 27 mm epic valve was implanted and the patient has been discharged.

Manufacturer narrative:
The results of this investigation concluded the returned 27 mm masters series valve contained organizing thrombi with focal areas of calcification on the inflow and outflow surface. Both leaflets were immobile when manually manipulated due to the thrombi. Gram and gms stains were negative for organisms. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest the cause of the thrombi were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.